Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an occlusion error in the morning, which continued until the evening, even after changing the infusion set and the site of the cannula insertion, the problem persisted. As the pump continued to display an occlusion, the patient's mother decided to administer the basal insulin rates by using an insulin pen, and suspended the usage of the pump that day. During the night the patient was vomiting, so his mother administered only half of the expected insulin dose due to vomiting, being 3 insulin units of both apidra and lantus insulin. The following day, (B)(6) 2021, the patient faced low blood glucose levels of 67 mg/dl, and his mother corrected with 15g of carbohydrates, giving him some honey, but after that he faced high blood glucose levels of hi (higher than the measurement range of the blood glucose monitor). The patient's mother performed an insulin correction by using an insulin pen, and checked the ketones, obtained the result of 6.4, so she decided to take him to the emergency care, around 12h00. When arriving at the emergency care, the patient had a blood glucose test performed using their meter, and obtained the result of 560 mg/dl. The patient was transferred to a hospital around 15h00, when his blood glucose was 400 mg/dl. The arterial blood gas exam performed resulted in a value of 7.0. The patient was taken to the ICU due to ketoacidosis. He stayed at the ICU for 12 hours, and when having his blood glucose level already stabilized, he was taken to the nursery, where he stayed until (B)(6) 2021. At the hospital, the patient stayed on a drip, and had insulin administration of both apidra and lantus.